Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vticmo12.6 implantable collamer lens, -11.0/+3.0/087 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted and removed intra-operatively on (B)(6) 2019. An alternate lens was successfully implanted on (B)(6) 2019. Reportedly, there was no patient injury. The cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture and clear surgical residue on the lens. Visual inspection found the haptic had a tear and was bent. There was foreign residue on the lens as well. (B)(4).